Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: the serial number of the meter and test strip lot number are unknown.

Event description:
A customer's caregiver reported customer received a low battery icon on the display of his precision xtra blood glucose meter. Caller further reported customer experienced lightheadedness and subsequently lost consciousness. No third-party emergent medical intervention was reported. Customer self-treated by drinking orange juice. There was no report of death or permanent injury associated with this event.